Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with loose drive support disk. The insulin pump received with broken reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the drive support cap came out, and the customer pushed it back in. Advised the caller that the insulin pump would be replaced. No further information was provided.